Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that mirror image oversensing, crosstalk and noise occurred on both the right atrial (ra) lead and right ventricular (rv) lead. It was also noted that there was a suspected insulation breach on the leads. The ra and rv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.